Manufacturer narrative:
(B) (4). Enlargement of pre-existing tumor. Literature article citation: oetgen et al. Complications associated with the use of bone morphogenetic protein in pediatric patients. J pediatric orthop 2010;30:192-198. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pediatric pt underwent tibial pseudoarthrosis repair augmented with rhbmp-2 for congenital pseudoarthrosis of the tibia using rhbmp-2/acs. A repeat brain MRI 13 months post-op revealed enlargement of previously noted intracranial gliomas. The pt eventually required multi-modal chemotherapy due to continued enlargements of the tumors. Reportedly, a review of this case by a neurologist led to the opinion that the rhbmp-2 exposure was not related to the subsequent growth of the gliomas.